Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and found the lead conductor distorted with the distal end kinked and buckled. The lead conductor was fractured. The outer insulation of the lead revealed depression. The analyst commentedthat the outer insulation has cosmetic depression. Destructive analysis was performed with the distal conductor fractured and flexion was confirmed.

Event description:
It was reported that there was pacing failure and a partial lead fracture was suspected. The device was reprogrammed. It was later noted that the patient underwent a procedure to correct the possible connection issue. The lead was explanted and replaced and noise was found. The connection issue was found and repaired. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.